Manufacturer narrative:
All available information was investigated and the reported difficult to remove (clip caught on pacemaker lead) could not be replicated in a testing environment as it related to procedural condition. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove (clip caught on pacemaker lead). The reported unexpected medical intervention was a result of case-specific circumstance as a snare was inserted to remove the device. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. An xtw clip was inserted but after multiple grasping attempts, the physician decided to remove the clip. Upon removal, the triclip delivery system (tcds) became caught on a pacemaker lead. A snare was inserted and the cds was successfully removed from the lead without causing damage. The tcds was then removed without further issues and the procedure was discontinued. Tr remained at a a grade of 3. There was no clinically significant delay in the procedure.